Manufacturer narrative:
(B)(4). Device not being returned to the (B)(4) site. Teleflex did not receive the device for analysis therefore the reported complaint of "would pump 1-2 beats and then flash again" is not confirmed. The field service agent serviced the pump and no problems were found with the pump. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
This was reported via field service report l612005. Symptom: screen started flashing on and off. Would pump 1 -2 beats and then flash again. The hospital biomed ran for about 1 week and was unable to duplicate. Findings/action taken: checked out - could not duplicate - checked all cables to cpu and control head. Performed functional check. Results: equipment operational. Fcn level: 1416. Software level: 2.24. Additional information received from the field service agent stated that the pump was used on a patient and the patient was swapped off and the patient did okay.